Event description:
It was reported that during a da vinci s lobectomy procedure, the permanent cautery hook instrument did not react to movements of articulation. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one pitch up cable is broken at the distal clevis hub. Engineering concluded that the cable likely broke from overload in tension. Engineering also observed the distal end of the main tube has various deep scratches with material removed. The scratches are narrow and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.